Event description:
It was reported that the external pulse generator (epg) was not pacing. Technical support suggested setting the sensitivity at 3 mv to resolve the issue since no other anomalies were noted. However, the hospital stated the device would still not pace. The epg was returned to the manufacturer. No patient information was provided by the physician, so it is unknown if there was patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed final testing. (B)(4).